Manufacturer narrative:
The investigation is ongoing. The follow up/corrective action is to be determined. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 1 malfunction events. Erroneous non-reproducible results were generated by the cobas 8000 cobas e 602 module. The event involved 1 patient with one erroneous result for elecsys ca 19-9 immunoassay. The patient's age was requested but was not provided. The patient's weight was requested but was not provided. The patient's gender was requested but was not provided. The patient's race was requested but was not provided. The patient's ethnicity was requested but was not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent issue could most likely be excluded as the customer's qc results were within specifications.